Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable clamp tubing. Stopped but continues to beep. Line clamped. Cassette removed and tubing massaged. Air noted. Reconnected cassette and restarted infusion. Clamp opened. Pump then began to double beep while saying run. Pump stopped and powered off. Line clamped. Cassette removed and tapped on hard surface. Reconnected cassette and powered on pump. Pump continues to alarm. Removed cassette again and tapped on hard surface, massaged tubing. Attempted to restart but alarming no disposable pump will not run. Pump powered off. Line was clamped. Reservoir volume was 26 ml, rate was 2.2, given was 74 ml. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.